Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the device was returned without the battery lid. The device was able to power on and when powered on all segments illuminated. During testing the device was able to obtain readings. Internal inspection showed a failed led segment has an intermittent open circuit across two nodes, this did not occur during the startup process but was observed when doing circuit analysis of the board. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows:(B)(6). A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event.

Event description:
One of the lcd characters is very dim, when the others are all properly illuminated. No patient impact or consequences were reported.